Event description:
The consumer alleged the hi/low function was experiencing a self-run. No pt impact.

Manufacturer narrative:
The consumer trouble shot the bed and found the hand pendant was defective. The bed has side rail controls so the consumer disconnected the hand pendant to resolve the issue.